Manufacturer narrative:
The manufacturer did not receive the devices for investigation. The implantation report, six x-rays and one photo were received. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained form the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a split case with zimmer inc. (B)(4) reported in (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on the right side on (B)(6) 2016. The patient was revised on (B)(6) 2016 due to a periprosthetic fracture, stem subsided.

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Event summary: it is reported that the patient suffered periprosthetic fx of femur and that the stem subsided. The biolox head was revised together with the stem. No trend identified. The compatibility check was performed from and showed that the product combination was approved by zimmer. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of received data: six x-rays and a picture of the explants were received. Three x-rays showed the situation after hip replacement 2 weeks after primary surgery. On the undated pelvic x-ray and on the undated ap x-ray of the right hip there is no conspicuousness. The undated lateral x-ray of the right hip showed a periprosthetic fracture of the femur. The picture of the explants did not show any conspicuousness. Patient's postoperative visit notes and surgical report of implantation were received for evaluation. The reports did not contain relevant information regarding the biolox head. Root cause analysis: according to the received information, the biolox head was explanted together with the stem due to periprosthetic femoral fracture and stem subsidence. The biolox head appears not to have contributed to the reason of revision surgery. Conclusion summary: the biolox head appears not to be the reason of revision surgery, but was only revised due to stem explantation. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).